Event description:
Patient (pt) stated she did get an alarm before but has not happened again and she will call for replacement if it would happen again. Treprostinil mdvdose: 25ng/kg/min continuous IV. Pump: serial number and expiration date ¿(B)(6)¿. Did the reported product fault occur while in use with pt? Unknown. Did the product issue cause or contribute to pt or clinical injury? Unknown. If yes, was any medical intervention provided? Unknown. Is the actual device available for investigation? (If yes, put "yes, upon return by pt.") Unknown. Did pharmacy replace device? Unknown. Did the pt have a backup device they were able to switch to? Unknown. If yes, was the pt able to successfully continue their infusion? Unknown. Is the infusion life-sustaining? Unknown. Resolved or ongoing? Resolved.